Event description:
It was reported that the external pulse generator had a self-test failure. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper and lower cases, battery release, lead flex cover, and battery drawer are contaminated. Ring cover and two side bail covers are broken. Keyboard pad has a cosmetic issue.